Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace suddenly would not work. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting harmonic ace failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure could not be confirmed. The instrument was placed and driven in an in-house system, connected to the in-house harmonic ace generator, and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. No blade damage was observed. An additional observation not reported by the site was also identified. The instrument was found to have a damaged teflon pad on the clamp arm. The entire teflon pad, measuring approximately 0.105" x 0.4238" in size was detached from the clamp arm. The complaint regarding instrument failure was not confirmed by failure analysis.